Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with two mentor smooth round moderate profile prostheses (left:300cc, right:350cc) experienced left-sided deflation and right-sided anisomastia postoperatively. The patient reported noticing loss of volume on the left breast and had a consultation with her surgeon. The diagnosis was confirmed by the patient¿s surgeon. As a result, the patient underwent bilateral removal and replacement with two 295cc mentor memorygel breast implant prostheses (catalog #: smpx295, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. This report is for the right-sided prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).